Event description:
It was reported that: "patient underwent a surgical cutdown after receiving a manta closure device. A manta vascular closure device failed during/following a endovascular aneurysm repair of abdominal aorta (evar). Its failure required a remote superficial femoral artery endarterectomy following the evar". Additional information received from account: during an evar procedure on the (B)(6) 2023 micropunture was utilized to gain single, central access in the right common femoral artery. Vessel size was 6.5mm with mild posterior calcification and no reported tortuosity. There were no issues advancing or withdrawing procedural sheaths. Blood pressure was 114/59mmhg prior to closure. Post the procedure while in the holding bay the patient developed cold foot and absent pedal pulses. Approximately 2 hours and 15 minutes post procedure the patient returned to surgery for a surgical cutdown where the manta device was explanted. The patients condition was described as fine post cutdown. It was reported that "the collagen was intravascular which most likely caused the cold foot. It appeared as if the footplate caught on posterior calcium inside the vessel".

Manufacturer narrative:
(B)(4). Uf/importer report-(B)(4). Report sent to FDA 01/21/2023. The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, an 18f manta was deployed for closure in the right common femoral artery. A single stick was utilized to gain centrally positioned access. The arteriotomy was 6.5mm, with mild calcification, and posterior wall calcification, with a depth measurement of 4.0cm +1cm. No issues were encountered advancing or withdrawing the procedural sheaths. The manta device was deployed to the measured depth, and following deployment, the patient was transferred to the holding area. Approximately one and a half hours later, the patient developed a cold foot with no distal flow. The patient was transferred back to the or where the surgeon performed a cut-down, explanted manta, and restored flow. During the surgical intervention, it was noted the manta collagen plug was seen intravascular and it appeared the anchor likely caught onto plaque inside the vessel and is likely the cause of the occluded flow and cold foot. The following adverse events associated with the deployment of vascular closure devices have been identified in the manta instructions for use ischemia of the leg or stenosis of the femoral artery; and other access site complications possibly requiring surgical repair, and/or endovascular intervention. Procedure requirements indicated in the IFU state pre-procedure cta is recommended to assess femoral artery anatomy; and arterial access should be gained using a micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery, do not puncture the posterior wall of the artery. Additionally, procedure preparation suggests confirming via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.

Event description:
It was reported that: "patient underwent a surgical cutdown after receiving a manta closure device. A manta vascular closure device failed during/following a endovascular aneurysm repair of abdominal aorta (evar). Its failure required a remote superficial femoral artery endarterectomy following the evar." Additional information received from account: during an evar procedure on the (B)(6) 2023 micropuncture was utilized to gain single, central access in the right common femoral artery. Vessel size was 6.5mm with mild posterior calcification and no reported tortuosity. There were no issues advancing or withdrawing procedural sheaths. Blood pressure was 114/59mmhg prior to closure. Post the procedure while in the holding bay the patient developed cold foot and absent pedal pulses. Approximately 2 hours and 15 minutes post procedure the patient returned to surgery for a surgical cutdown where the manta device was explanted. The patients condition was described as fine post cutdown. It was reported that "the collagen was intravascular which most likely caused the cold foot. It appeared as if the footplate caught on posterior calcium inside the vessel".

Manufacturer narrative:
Qn# (B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation. Uf/importer report - mw5114488.